Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the knife reverse switch used before they tried the manual override? Yes it was. Was the device fully articulated? Degree of articulation? 15 degrees. Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? No. Did bleeding occur? No. Was it used on thick tissue /vessel? A vessel. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the ¿click¿? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? ? What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Is there any other additional information you would like to share about this device or procedure? No. Additional information was requested and the following obtained: did the device deploy and staples? No. Did the device cut the tissue ? No. How was the device removed from the tissue? It was rammed open with some graspers.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An gst60w cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The reported event could not be confirmed as the manual override worked as intended during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the stapler locked on the vessel whilst using a white cartridge and the surgeon was unable to open the jaws. This carried on for two and a half minutes and he tried using the manual override but the jaws would not reopen. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.